Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. The specified energy level was reached. Next, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted, leading to the automatic detection of the battery status eri and a notification via home monitoring to ensure the patient's safety. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as amicrocalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed an elevated heat dissipation. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly, insulation damage was identified. Due to that insulation damage, acurrent leakage path occurred, resulting in an increased internal self-depletion within the battery, that finally led to the clinical observation. In conclusion, the device was implanted for 63 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and inservice. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - on (B)(6) 2018, approx. 63 months after implant, the device showed eri. Eri for this type of device is not expected at this time, so the battery drain is too high and the estimated longevity is approx. 3 months. The recommendation is to exchange the device and send it in for further analysis.